Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Patient had severe mitral stenosis. Patient presented with worsened dyspnea. The patient remained hemodynamically stable and tolerated the procedure well. The patient was transferred to the ccu in good condition. Patient was discharged on post-operative day six in stable condition.

Manufacturer narrative:
H10. Additional manufacturer narrative: the cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease pathology likely contributed to the event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the stenosis cannot be determined; however, may have been impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 29mm mitral valve implanted six years, seven months, underwent valve-in-valve procedure in mitral position due to mitral stenosis. It was reported patient presented with s/s of mitral stenosis and was not a surgical candidate. A 29mm transcatheter valve was implanted inside the 29mm valve. Patient tolerated the procedure well. The surgical valve did not perform as intended.